Event description:
It was reported that during a lap cholecystectomy, a clip did not come out at the 1st firing. The device was used as usual. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.